Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated. D6b- date of explant is unknown.

Event description:
It was reported patient experienced infection at the thoracic ipg site and was treated with oral antibiotics and system was explanted (B)(6) 2024.